Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, multiple temperature alarms occurred while the customer was attempting to charge the pump. The customer's blood glucose was 427 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarms were verified in the pump logs; however, no failure was identified. The alleged battery issue was verified.